Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during a dilation of the esophagus procedure performed on (B)(6) 2025. During the procedure, the balloon ruptured when it was being inflated with water to 20mm for the second time. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.